Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/04/2008, 01/07/2008 and 01/29/2008 by phone, mail and fax. A completed questionnaire has not been returned. This report was mailed to FDA on: 02/01/2008.

Event description:
A consumer reports noticing dark shadows for two months following bilateral intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested. There are two manufacturers' device reports associated with this event.